Event description:
It was reported that this left ventricular (lv) lead exhibited impedance measurements of greater than 2500 ohms, increased threshold measurements, and loss of capture. It was noted that the issue was with the tip portion of the lead. The lead was reprogrammed to a different pacing configuration. No adverse patient effects were reported. The lead remains in service.